Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair intermittently shuts down with deleted settings displayed on joystick and then end user turns off and back on and chair works fine.